Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 patient had pocket revision because rv lead impedance was > 3000 ohms. The physician found the set screw needed to be tightened. The threshold was also found to be 7.5 v at 0.4 ms. Following set screw tightening, all numbers were in normal range. Upon interrogation on (B)(6) 2018, alert said -check pacing impedance- and details revealed > 3000 ohms shock impedance. In office check showed all testing in normal range, impedance approximately 450 ohms. The ICD and this rv lead remain actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.